Event description:
Associates from our another country affiliate attended a cornea conference in another country on february 9, 2007 and received the following information from doctors at hospital. The presentation provided information regarding a case of a acanthamoeba keratitis corneal ulcer with annular infiltration and hypopyon. Additional information was requested and received. In 2006, a patient reporteldy felt a pain in the left eye upon removing a contact lens and consulted a neighborhood clinic. The patient was prescribed an antibacterial drug and an ophthalmic ointment and the symptoms did not subside. The patient consulted another clinic and was prescribed a steroid ophthalmic drug and the symptoms worsened and the patient devleoped a corneal ulcer and hypopyon in the left eye. The patient was referred to hospital and was hospitalized there one year later. The patient was found to have a corneal ulcer with annular infiltration, and hypopyon in the left eye. The patient's visual acuity in the left eye was hand motion. Acanthamoeba keratitis was suspected and the doctor performed lesion curettage. A smear was evaluated by microscopic test and the doctor observed possible acanthamoeba cysts. The patient was treated with chlorhexidine as well as antifungal drugs in the forms of a "drip", ocular instillation and oral medications. The doctor also performed lesion curettage twice a week. As result of those treatments, the hypopyon immediately resolved and the infiltrated lesion gradually decreased. One month later, the patient was discharged from the hospital. The patient's visual acuity in the left eye six days later was corrected vision: 20/660 and uncorrected vision 20/1000 and seven months earlier, the patient's visual acuity was 20/330 uncorrected and 20/200 corrected. No additional information has been provided.

Manufacturer narrative:
Device labeling single use or reuse.